Event description:
It was reported that this right atrial (ra) lead has pulled back with increased threshold due to shifting of the device. Patient also experienced stimulation. This ra lead remains in service. No adverse patient effects were reported.